Event description:
It was reported that when the patient is lying on their right side, the device eventually stands on end and is not comfortable for the patient. The device remains in use. No further patient complications have been reported as a result of this event.